Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Concomitant medical products: 305c27 tissue valve, implanted (B)(6) 2006.

Event description:
It was reported that the patient had cellulitis and bacteremia in the area of the their device pocket. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.